Manufacturer narrative:
Investigation is ongoing.

Event description:
As found through pre-decontamination evaluation, during flushing through delivery system flush port, fluid was leaking from y-connector inflation port. Additionally, when the delivery system advanced through sheath and observed flex tip separated from flex shaft. As reported by our affiliates in the (B)(6), at the implant of a 29 mm sapien 3 valve by tf approach, the valve got stuck in the esheath, however the team managed to advance it. During valve alignment, it was not possible to pull the balloon inside the valve as it seemed the turning wheel was not working. All the systems were retrieved out of the patient and a new 29 mm kit was used with good result. Patient had an excellent outcome.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation with the crimped valve inserted in the sheath. The device was returned in the locked position with the balloon shaft pulled approximately 0.5¿ past the valve alignment marker. Further review revealed a separation between the inflation balloon and crimp balloon. The flex tip was also observed to be separated from the flex shaft. The returned delivery system was visually inspected. There was separation of the crimp balloon proximal to the inflation balloon to crimp balloon bond. Inflation balloon to crimp balloon bond was intact. The flex tip was separated from flex shaft, and had gouging/damages on the distal surface. There was a kink/damage observed on the flex shaft likely due to return device packaging. The spring was elongated/unraveled on the proximal end. No other visual abnormalities were observed. When the device was received, the delivery system was flushed at the flush port while inserted in the sheath and fluid was observed to leak from the y-connector inflation port. Further investigation revealed that the leak came from the crimp balloon separation. As the device was flushed, fluid traveled between the flex shaft and balloon shaft, entered the balloon shaft lumen through the crimp balloon separation, and exited through the y-connector inflation port. The source of the leak was determined to be the crimp balloon separation. The device was then functionally tested for valve alignment and fine adjust. The balloon shaft was able to be fully pulled back manually to the valve alignment marker for valve alignment. The device was able to be locked, the fine adjust was engaged, and the full length was used without any slippage observed. The locking function of the delivery system was then assessed. The balloon shaft was pulled to the valve alignment marker and locked. The balloon shaft was pulled proximally (while locked in the valve alignment position) to a force greater than the locknut/collet engagement force requirement with no slippage of the balloon shaft observed. Thus, the engagement strength and locking function of the returned device meets the drd specification. Measurements of the crimp balloon double wall thickness were taken adjacent to the separation and results met the specification of the minimum. Additionally, the flex tip outer diameter (od) was measured to determine if there were any non-conformances that may have contributed to the reported event. Result indicates that the flex tip was within specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any other issues that could have contributed to this complaint. Review of complaint history reveals that the occurrence rate of delivery system ¿ leakage for the commander delivery system did not exceed the february 2016 control limits. No corrective / preventative actions are required at this time. A review of complaint history from june 2015 to may 2016 revealed other returned complaints for the 29 mm commander delivery system (models 9610tf29 and 9600lds29). A review of complaint data for may 2016 revealed that the complaint rate did not exceed control limit for the commander delivery system separated, leakage, damaged, valve alignment difficulties, and fine adjust difficulty. No IFU/training deficiencies were identified. During the commander delivery system flex tip bonding, the flex tip od is measured with a go/no-go gauge to ensure that the correct size flex tip is being used. During commander delivery system final inspection, devices undergo 100% final inspection by both manufacturing and quality. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Visual inspection and functional testing of the returned device confirmed the complaints for ¿balloon- torn¿, ¿delivery system ¿ leakage¿ and ¿flex tip ¿ separated¿. However, investigation did not identify any manufacturing non-conformities in the returned sample. Dimensional inspection of the related components indicate that they met specification. Furthermore, review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. The complaints for ¿delivery system ¿ difficulty with valve alignment, unable¿ and ¿handle ¿ fine adjust difficulty¿ were unable to be confirmed due to the condition of the returned device (balloon torn and separated flex tip). However, during functional testing of the returned device, there were no issues observed engaging the fine adjust as the device was able to be locked and the full fine adjust used without slipping. No abnormalities were observed on these mechanisms during the evaluation. While a definitive root cause was unable to be determined, available information supports that patient and/or procedural factors contributed to the reported event. As a result, device leakage can occur during inflation as fluid will exit through the separated crimp balloon. Leakage was confirmed during functional testing on the returned device as received. Although information was not provided on the location and condition of the valve alignment, it is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Since no manufacturing non-conformances were able to be identified in the product evaluation regarding the balloon torn, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. No related complaints were confirmed in 2014, therefore no control limits were established for 2015. As there have been at least 3 occurrences per month of ¿balloon ¿ torn¿ in october, november, and december, an actionable threshold was reached. Per management discretion, the decision was made to initiate product risk assessment (pra) for further assessment of the issue. Flex tip-separated; delivery system ¿ difficulty with valve alignment, unable; handle ¿ fine adjust difficulty; delivery system ¿ leakage since no manufacturing non-conformances were identified in the product evaluation regarding flex tip-separated; delivery system ¿ difficulty with valve alignment, unable; handle ¿ fine adjust difficulty; delivery system ¿ leakage, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were identified in the product evaluation and this failure mode does not exceed the complaint trending control limits, a pra is not required. The complaint was confirmed for torn balloon, but no manufacturing non-conformities were able to be found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the may 2016 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation. The complaint for flex tip separation was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient and procedural factors may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. The complaint was unable to be confirmed for difficulty with valve alignment, fine adjust difficulty and delivery system ¿ leakage. No manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the may 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Event description:
As found through a pre-decontamination evaluation, during flushing through of a delivery system flush port, fluid was found leaking from the y-connector inflation port. Additionally, when the delivery system advanced through sheath and observed flex tip separated from flex shaft. As reported by our affiliates in the united kingdom, at the implant of a 29 mm sapien 3 valve by tf approach, the valve got stuck in the esheath, however the team managed to advance it. During valve alignment, it was not possible to pull the balloon inside the valve as it seemed the turning wheel was not working. All the systems were retrieved out of the patient and a new 29 mm kit was used with good result. Patient had an excellent outcome.